Event description:
The customer reported 2 ml of blood dripping from the coulter lh 750 hematology analyzer and onto the countertop. The customer stated that the leak appeared to be coming from the differential mixing chamber area of the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and face shield during the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a cut at the sample tubing, which was caused by the pinch valve, from the differential mixing chamber to the flowcell. The fse replaced the tubing to resolve the leak and verified the repair as per established procedures. Failure mode of the event is attributed to a cut in the differential sample tubing. (B)(4).